Manufacturer narrative:
Product information updated.

Event description:
This report is based on information provided by snt personnel and will be investigated by the philips complaint handling team. Philips received a complaint about the tempus pro, indicating that during a medical intervention, while 12-lead electrocardiogram (ECG) monitoring was being performed, the tempus pro monitor unexpectedly initiated a self-test and restarted. Following this restart, an error message of ¿monitoring interrupted¿ is displayed, which prevented observation of the ECG waveform. The device then restarted itself for a second time. User confirmed the battery capacity to be at 86% with a full signal and was docked into a smart mount. The vehicle was stationary at the time of the incident. Information obtained through good faith effort response confirmed there was no impact to clinical decision-making or treatment. The device was in use during this event; however, there was no report of actual harm associated with this complaint.

Event description:
This report is based on information provided by snt personnel and will be investigated by the philips complaint handling team. Philips received a complaint about the tempus pro, indicating that during a medical intervention, while 12-lead electrocardiogram (ECG) monitoring was being performed, the tempus pro monitor unexpectedly initiated a self-test and restarted. Following this restart, an error message of ¿monitoring interrupted¿ is displayed, which prevented observation of the ECG waveform. The device then restarted itself for a second time. User confirmed the battery capacity to be at 86% with a full signal and was docked into a smart mount. The vehicle was stationary at the time of the incident. The device was in use during this event; however, there was no report of actual harm associated with this complaint.

Event description:
This report is based on information provided by snt personnel and will be investigated by the philips complaint handling team. Philips received a complaint about the tempus pro, indicating that during a medical intervention, while 12-lead electrocardiogram (ECG) monitoring was being performed, the tempus pro monitor unexpectedly initiated a self-test and restarted. Following this restart, an error message of ¿monitoring interrupted¿ is displayed, which prevented observation of the ECG waveform. The device then restarted itself for a second time. User confirmed the battery capacity to be at 86% with a full signal and was docked into a smart mount. The vehicle was stationary at the time of the incident. The device was in use during this event; however, there was no report of actual harm associated with this complaint.